Manufacturer narrative:
(B)(4).

Event description:
It was reported that post unrelated procedure, the pulse generator exhibited backup vvi operation. A device software download was performed successfully and restored normal functions. The patient experienced no adverse consequences.